Event description:
A customer reported that following an intraocular lens (iol) implant procedure, the lens appeared to be opaque and presented grooves. The pt is complaining of opaque vision. Additional info was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).